Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information indicates that the system was explanted due to sepsis.

Manufacturer narrative:
This supplemental is being filed to capture the additional information that indicates the system was explanted due to sepsis.